Event description:
Had essure in 2005. I have had constant pain in my right hip area for the last year and half. I've been to several specialists with no reason as to why. I finally went to a different obgyn who did a vaginal ultrasound and said my coils migrated to the end of my tubes. The only option is hysterectomy. I'm barely (B)(6). I also have to take birth control along with the implants because in the last year I've started cycling every 2 weeks.